Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory due to review of egm. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operating room for a device replacement due to normal eri. Upon closing, noise was observed. The newly implanted device was explanted and replaced. The patient tolerated the procedure well and will continue to be monitored normally.